Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were not returned the needle overmold assembly was significantly bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was conducted. The actuator tip was seized. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the fast-fix 360 t2pre-deployed. The fast fix was removed from the joint and the implantation point was removed with a forceps (t1). No damage caused. Patient's health condition is stable. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.